Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened/used reservoirs and performed pre-fill reservoir test. The reservoir failed per specification occluded anomalies found during analysis.

Event description:
It was reported that the customer experienced low blood glucose readings twice and cracked her head. Customer's blood glucose reading at the time of the hospitalization was 40 mg/dl. It was noted that the customer may have over compensated for a dinner leading to the low blood glucose readings. Customer was hospitalized for five days. Customer also stated that the reservoir was not pulling insulin in from the vial despite the plunger moving. No further information reported.